Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary performed on (B)(6) 2021. According to the complainant, during the procedure, when the physician attempted to remove the stent from the patient, it became stretched like a spaghetti noodle. Reportedly, the stent broke into pieces, it is unknown on how the broken stent was removed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on february 10, 2021: the issue occured during stent removal procedure and the stent was entirely removed from the patient.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a0401 captures the reportable event of stent broken. Device code a0406 captures the reportable event of stent material deformation. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Block h11: additional information: b5 (event description). Updated d6b: explant date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary performed on (B)(6) 2021. According to the complainant, during the procedure, when the physician attempted to remove the stent from the patient, it became stretched like a spaghetti noodle. Reportedly, the stent broke into pieces, it is unknown on how the broken stent was removed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.